Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The power off issue was not verified because the device would not turn on with the battery, but when connected to an electrical current showed an f94 (configuration option settings checksum is not 0) alarm. The equipment had a damaged battery which was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.